Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) ¿ malposition: unable to observe since it is not related to the device. ¿ crease/ folding of implant: not observed no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional additionally reported any creases associated with hole, and malposition of implant and the right is low and lateral.

Event description:
Healthcare professional reported right side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.